Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was oversensing on the atrial lead and unable to discern atrial capture. The device remains in use.